Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving dilaudid dose and concentration not reported via an implantable pump. On (B)(6) 2020 the patient reported that their pump was due to be replaced (due to longevity) so the healthcare provider turned the patient¿s pump off in january as the patient cannot afford a new pump. Shortly after the pump was turned off, the patient went into withdrawal. The patient stated that he was fine for a few months, but last week "all of a sudden I started hearing an alarm going off and I'm starting to smell stuff and my urine is strong. I'm concerned it could be leaking or something". The patient confirmed alarm heard was a critical alarm. The patient was redirected to their healthcare provider. No further complications were reported regarding the event.